Manufacturer narrative:
At analysis it was noted that the ring was bent, the bail cover was missing, the release latch was sticky and the battery contacts were contaminated. The device was cleaned, new parts were installed on the back of the device, the battery contacts were cleaned and the device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.